Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy surgery, while the device was being used to cut lung, the surgeon was able to press the green button but the stapler did not fire and the handle was unable to squeeze by the surgeon. There was no patient injury.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy surgery, while the device was being used to cut lung, the surgeon was able to press the green button but the stapler did not fire and the handle was unable to squeeze by the surgeon. They used another device to resolve the issue and complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that reload two was pre-fired and engaged in interlock and reload one had a full staple complement. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channel in reload two. Reload one was received with the lock ring rotated out of position. Pmv performed functional testing. The reloads was loaded into a post market vigilance instrument for functional testing after the lock ring was rotated into the correct position for reload one. The interlock for reload two was overridden and the reloads were applied to test media. All staples were placed, and test media was cleanly transected by both reloads. The interlock on the reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are re leased meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of lock ring out position that does not have a relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.